Event description:
Under sensing noted on the atrial lead, leading to device early terminating the episode while still in progress. Device programmed most sensitive. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).